Event description:
The procedure was a cryo af and the procedure was rescheduled.

Manufacturer narrative:
Additional information: b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported optical issue and subsequent cancellation remains unknown.

Event description:
During the procedure, there was a no contact force signal, or out of range message. The catheter was changed, the ports were cleaned with alcohol swabs, and the tactisys was power cycled, but the issue did not resolve. Ablation needed to be done in the left atrium and the physician did not feel comfortable doing so without contact force, therefore, the procedure was cancelled with no consequences to the patient.